Event description:
Reporter reported to affiliate that they had rec'd a report of a pt who expired three days following cardiac surgery. The suture was used to anastomize the coronary artery to a graft. Patient was returned to the or, and when they opened the chest, it was full of blood. The report states that the suture broke. No further info reported.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.